Event description:
It was reported that after about 5-10 minutes of use on a patient, the cardiosave intra-aortic balloon pump (iabp) started alarming loss of helium, forcing the machine to go into standy. The machine would be restarted but it kept alarming and standby was initiated. Connections and tank were checked without resolving the issue. The iabp switched to a new machine and the issue was resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that no physical damage was on the unit. The fse found the helium tank to be closed. The unit showed sufficient helium when opened. The seals and regulator were inspected with no leaks. The fse could not confirm the issue. The unit passed all functional and safety tests.

Event description:
It was reported that after about 5-10 minutes of use on a patient, the cardiosave intra-aortic balloon pump (iabp) started alarming loss of helium, forcing the machine to go into standy. The machine would be restarted but it kept alarming and standby was initiated. Connections and tank were checked without resolving the issue. The iabp switched to a new machine and the issue was resolved. No patient harm was reported.